Event description:
As reported: "distal locking did not work, screw was misplaced."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the returned device is found to be functional. The device inspection revealed the following: the received targeting device showed signs of repetitive usage evidenced by slightly worn-out holes. Markings had turned fawn from white due to numerous cleaning and sterilization cycles which is further confirmed by discoloration of the device. No other abnormalities were found. A functional test was done for the received targeting device and speedlock sleeve using a sample nail and we found that the drill is easily passing through the distal hole of the sample nail using received targeting device and speedlock sleeve. Therefore, the returned device is found functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The device is in use since long and the reported distal misdrilling is not confirmed. Therefore, the root cause was attributed to be user related issue. If more information is provided, the case will be reassessed.

Event description:
As reported: "distal locking did not work, screw was misplaced."